Manufacturer narrative:
Device evaluated by manufacturer: no, due to device not received for evaluation (device discarded at the event time). Note:the initial 5-day decision criteria and 30-day decision criteria regarding if the case is reportable or not has been met. Based on the knowledge and understanding at that time it was decided not to send any MDR report. The reason for a new decision is based on the clinical evaluation made late august 2019, driving discussions. Based on the result of the clinical evaluation and the discussions a new decision to report was made.

Event description:
The customer (health care professional) alleged complaint was: surefit domes coming off in patient's ears. Customer reported further description of the event: the end user was fit with medium open domes in (B)(6) 2016. In (B)(6) 2017 the right dome came off in her ear canal, the health care professional (hcp) was not able to remove it, an ear nose throat doctor was able to. At her (end user) next follow up visit, they changed to small open domes. In (B)(6) 2019, the right dome came off again, and was removed by her primary care doctor. That same month, the right again came off and the patient's husband removed it. This month (month of event report), she thought she lost the dome on her left receiver, put on a new one, and thus lodged the first one further into the ear canal, not realizing it was there. This second dome then came off and was lodged with the first dome. She was out of town and had to go to an urgent care to have it removed and this had caused bleeding. Hcp had discussed how to put the domes on correctly and to check every day that they are fully on the receiver, but the end user does remove them to change the wax stops and so she (hcp) is unable to confirm that the end user is putting the dome back on fully. Hcp is going to discuss micromolds with the patient as an alternative and if this is not an option, she (hcp) is going to glue the domes on the receivers.